Manufacturer narrative:
Updated: b4, b5, b7, f10, g4, h10 . H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported via the implant patient registry that this 30 y-o patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve (viv) intervention after an implant duration of 4 years 11 months due to mild calcification leading to severe stenosis (meanpg 18mmhg). Fusion of two bioprosthetic leaflets was observed on echo and mild calcification on CT. Indication for mitral valve replacement was severe rheumatic mitral regurgitation and moderate to severe mitral stenosis. A 29mm sapien3 valve was successfully implanted within the edwards surgical valve using the transseptal approach. The patient was noted as to be doing well.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this (B)(6)-y-o patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve intervention after an implant duration of 4 years 11 months and 29 days. A 29mm sapien3 valve was implanted within the edwards surgical valve using the transseptal approach. No additional information was provided.